Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had other multiple critical pump error alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. Pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Pump was also received with a critical pump error (open book image) alarm. Unable to verify pump error 35 alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Pump failed to open the download window as per by-pass steps and displayed critical pump error (open book image) alarm immediately preventing download of firmware using crest and or history files and traces using thus. This could happen if the hw test failed in the mutable bootloader (intern). Critical pump error (open book image) alarm was confirmed, suspected on hw. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Unable to lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. Retainer ring damage (a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer) and reservoir unable to lock into place were confirmed. Unable to verify pump error 35 alarm, perform the required testing, download of firmware using crest and or history files and traces using thus due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.